Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Initial reporter occupation: operating room manager. Information regarding PMA/510(k): k200972. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (only one catheter was returned), therefore a complete investigation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The returned catheter did contains powder and presents with powder on the exterior. The handle of the device did not appear to be cracked or damage during a visual inspection. When tested as returned, the device did not spray. The co2 cartridge did not discharge upon deactivation of the device and the co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When retested with a new co2 cartridge, the device sprayed constantly once the on/off valve was switched to "on" without use of the activation button. There was no evidence of powder escaping the device from the handle near the powder chamber. The device was disassembled and powder was seen in the internal tubing and the powder chamber cannula. The low pressure valve was dissembled and evaluated. All the internal components were intact. However, powder was observed along the inside wall of the valve, around the base of the activation button, and around the o-rings inside the valve which can cause the valve to stick and remain in an open position. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the report of nonstop spray could not be determined. Powder was observed around the o-rings inside the valve which can cause the valve to stick and remain in an open position. If the valve is stuck in an open position, the device will spray continuously; it is unknown how the powder entered the valve. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used hemospray endoscopic hemostat. When they tightened it to activate and then went to fire it, all the powder sprayed out of the canister (from where the powder cylinder connects to the assembly). No issues believed to have occurred with the co2 cartridge. Unknown if or how the procedure was completed. The user facility believes it was operator error. Additional information received on 22-june-2021 states that they had overtightened the red knob and caused the handle to spilt. That is why they lost the powder. There is still almost all of the powder in the cannister. The co2 [carbon dioxide] is all gone. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.